Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information, the reported incomplete coaptation/slda appears to be due to challenging patient anatomy. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda). It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4 with flail. It was noted that the first clip (cds0701-ntw, 20525r163) came off of the anterior leaflet after deployment. Another clip (cds0701-xtw, cds-20502r143) was implanted to stabilize the first clip. The procedure was successful, and the mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.